Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the right atrial (ra) lead, the accordion-like insulation damage occurred while trying to fit the lead through the sheath. The lead was never implanted and a new lead was implanted. No patient complications have been reported as a result of this event.